Event description:
It was reported that the physician's handheld would not power on after being fully charged. It was reported that the power light was green, but the screen remained blank. It was confirmed that the screen lock was not engaged and a hard reset did not resolve the issue. The physician was provided a new programming tablet. The handheld is expected to be returned, but has not been received for analysis to date.

Event description:
The handheld and software were returned on 12/22/2014 and underwent product analysis. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Lot #, corrected data: previously submitted MDR indicated that the lot # was unknown; however, it is now known.